Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports a left side capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: a curved opening on anterior and posterior, crease folds, black mold like appearance and brown particles. A leak test and microscopic analysis was performed which identified: a striated break on plug strap and striated opening on posterior and anterior. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is: a striated broken on plug strap due to surgical damage consistent in the use of some surgical tool. A striated opening on anterior and posterior due to surgical damage consistent in the use of some surgical tool. The reason for reoperation was capsular contracture, baker grade iii.

Event description:
Healthcare professional reports a left side capsular contracture, baker grade iii. The device has been explanted.